Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connector assembly. It was also indicated that a display wire was pinched but the insulation was not compromised. It was also indicated that a case screw was contaminated and the keypad was scratched. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator's (epg) atrial cable port was broken. The epg was returned for service. There was no patient involvement.